Event description:
The customer reported that on april 20 or 21st the ventilator quit running and had a system error message. The ventilator was reported to be on a patient but no patient harm.

Manufacturer narrative:
The investigation could not duplicate any failure to cycle or errors. The unit was run at the user reported settings for 66 hours and functioned as designed. The error logs indicate there was a ventilator inoperative condition on april 19 which is prior to reported event date. The ventilator may have been run by the customer long for some time after the event (but prior to return to the manufacturer) that the event logs for the dates in question were no longer available. Therefore, no conclusion can be made regarding the event date.